Event description:
It was reported that the pt had good pain relief during the trial and during the first week of the device implant. During the first and second months after implant, the pt demanded that the dosage of morphine sulfate be increased. The pt stated that the pump did not help her pain and the pump position bothered her. She later requested that the device system be explanted without going through an evaluation. The pt preferred to go back to a fentanyl patch and percocet, which she was on prior to the device implant. The pt stated that she still had pain at the "scar site."

Manufacturer narrative:
(B) (4)